Event description:
The hcp reported that during a transurethral needle ablation of the prostate procedure, the needles of the cartridge could not be retracted back into the handle after the second lesion had been completed. The cartridge was removed from the pt with the needles fully extended. A second cartridge was used to complete the procedure successfully. No adverse affects to the pt were reported and no treatment interventions were required.

Manufacturer narrative:
Eval of the device could not confirm the reported problem. The needles fully deployed and retracted back into the cartridge.